Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected. Provocative maneuvers were performed; the noise was reproduced. A revision procedure was performed to address the noise and for a routine device exchange. During the procedure, the rv lead was connected to the new device. The patient was stable.